Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1610c124ej, serial/lot #: (B)(4), ubd: 26-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 50mm abdominal aortic aneurysm. The main body esbf2514c103ej was implanted via the left approach. The limb etlw1610c124ej (v08098408) was implanted on the opposite side (right) and the etlw1610c124ej (v08098409) was implanted on the same side(left). On an unknown date, the patient had a pain in right leg and went to orthopedics. The knee was injected with painkillers. Then during a second year follow-up and an occlusion of the right leg was confirmed. The obstruction occurred from the flow divider to external iliac artery (eia). Intervention was performed and thrombus was removed. Under a state of general anesthesia, the right femoral artery was punctured and a sheath was inserted. The guidewire used did not progress easily, and when angiography was performed, it was noted it had entered the false lumen, and bleeding into the pelvis was also suspected. The procedure then changed plan and a fem-fem bypass was performed unavoidably. There was no problem with blood flow in both lower limbs, and the patient left the operating room safely. As per the physician the cause of the event was anatomy. The cause might be that the common iliac artery (cia) was thin and there was the calcification in the eia. No additional clinical sequalae were provided and the patient is fine.